Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Additional concomitant medical products: (B)(4) implantable pacing lead. (B)(4).

Event description:
It was reported that about one week post-implant, one missing qrs complex was observed. This phenomenon occurred several times at very specific intervals, specifically one hour and 30 seconds apart. It was noted that this appeared to be due to oversensing of noise from the intracardiac egm (electrogram) recording function. The physician changed the sensitivity and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: review of device memory found pauses in the rv (right ventricular) pacing amplitude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.